Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 84 mg/dl and their sensor glucose read 77 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer reported the insulin pump was suspending when their blood glucose was over 400 mg/dl. The customer was unable to receive insulin for their high blood glucose. Customer's current blood glucose was 498 mg/dl. Troubleshooting did not occur for the insulin pump. Customer declined to return the product for analysis.